Event description:
I had breast implants almost ten years ago which were very badly done and have been causing issues since and I want to know how to deflate them since I can't afford more surgery. I can't dress normally and am tired of having to wear baggy clothes. They are mentor and saline.